Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 13 march 2020: lot 168819: (B)(4) items manufactured and released on 16-mar-2017. Expiration date: 2022-03-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Additional implants involved in the event, batch review performed by medacta regulatory affairs department on 13 march 2020: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 179839. Lot 179839: (B)(4) items manufactured and released on 28-may-2018. Expiration date: 2023-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Cup: mpact 01.32.148dh acetabular shell ø48 two-holes (k132879) lot. 180700. Lot 180700: (B)(4) items manufactured and released on 13-giu-2018. Expiration date: 2023-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot. 179359 lot 179359: (B)(4) items manufactured and released on 17-apr-2018. Expiration date: 2023-04-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in after 1 year and 6 months after the primary reporting pain and the cause of the pain is unknown. The surgeon revised the stem, head, cup and liner. The surgery was completed successfully.